Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device kept being disconnected. The disconnection frequency was high which was causing the patient to ventilate dangerously and became high risk to hypoxia.